Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor burnt) has been confirmed. Upon eval, the monitor defibrillator board had several burnt components. The root cause of the burnt components cannot be positively determined, but is likely due to random component failure. The defective board caused the monitor not to power up. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called into zoll lifecor customer support to report that his monitor got hot and started smoking and that there was a burnt smell coming from the battery connection to the monitor. The pt received a replacement monitor.